Event description:
It was reported that the customer had high blood glucose levels of 600 mg/dl, 593 mg/dl, 493 mg/dl, and 443 mg/dl. Customer treated with manual injections. It was reported that the customer was hospitalized due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 600 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer stated their legs and feet were cramping. Customer was treated with insulin drip. It was also reported that the insulin pump received a no delivery alarm. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).